Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patients had not been showing up on the device. A technical support specialist enabled the net.tcp port sharing service and set it too automatic. The tss then restarted the services, confirmed that no xml messages were pending, and verified that there were no errors in hstv. The customer was advised to monitor for further delays. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es patients were not showing up. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.